Manufacturer narrative:
The device was returned for evaluation and root cause determined to be a damaged cannula. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The customer reported to insulet on (B)(6) 2016 that blood glucose reached 23.8 mmol/l (428.4 mg/dl). The pod was worn between 36 and 48 hours. The product was returned for investigation and root cause was determined to be a damaged cannula.